Manufacturer narrative:
The picture was reviewed, and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was a foreign object in the hemostatic valve of the vizigo sheath. The sheath was then replaced. The sheath was never used. They noticed the foreign object when the staff was flushing the equipment prior to the arrival of the patient. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and there was a foreign object in the hemostatic valve of the vizigo sheath. The sheath was then replaced. The sheath was never used. They noticed the foreign object when the staff was flushing the equipment prior to the arrival of the patient. No adverse patient consequence was reported. A picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, no foreign object was found. However, the hemostatic valve was observed dislodged. A device history record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed as the hemostatic valve dislodged could be related to the foreign material reported. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).